Manufacturer narrative:
This MDR is submitted retrospectively following an internal review. Review of available sensor data in the data management system indicated that the reported differences occurred during the initial post-insertion period, which is described in the user guide and supported by clinical performance data as an expected stabilization phase of system use. The user was educated regarding this adjustment period and advised to continue using the system and to enter calibrations as prompted. The user was informed that sensor performance is expected to improve following stabilization. The user acknowledged the guidance and agreed to continue system use as instructed. Subsequent monitoring showed improved agreement between blood glucose and sensor glucose values, with occasional differences consistent with expected lag between bg and sg inherent to the sensing technology. Review of the data management system confirmed that the user was using the system with information up to date.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.